Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. All pairs with electrodes 0, 2, and 7 were above 10,000 ohms. The patient also needed to recharge almost daily, and it was noted that the patient had very high settings on three programs, so charging daily was not surprising. The patient's lead was replaced, and it was reported that impedances were fine and the patient was getting good coverage. It was reported that the lead was replaced on (B)(6), though the manufacturer's device registry reported the lead was replaced on (B)(6). Additional information has been requested, but was not available as of the date of this report.